Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the time and date on the pump has changed twice in the past month. The reporter stated that after setting the correct time and date into the pump, she later noticed the time and date were incorrect while changing out a cartridge. The patient discontinued use of the pump and began on a backup plan. There were no further details available regarding the time/date reset allegation. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged time/date reset issue reportedly occurred without a power interruption and remained unresolved at the conclusion of the call.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): no defect was found. The time/date issue was not duplicated or verified by testing. The pump was powered down, after one hour pump was powered up and there was no time difference between pump and internet time reference. There was no evidence of any time and date changes or loss in the black box. Pump was exercised for 120 hour and there was no time and date difference.